Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had visual disturbance under low light condition and there were symptoms of starburst when he looked at light sources. The surgeon explanted the iens and exchanged with other refractive iol. The visual acuity pre-operative was 0.6 and visual acuity post-operative was 0.7. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Additional information section d9: device available for evaluation: yes. Date returned to manufacturer: nov 21, 2023 section h3: device returned to manufacturer: yes. Device evaluation: visual inspection reveal that the complaint lens was received cut into four pieces. The lens was cleaned and no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.